Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-13171. Per update, it was confirmed that the delivery system and sheath were removed as one unit and after removal of the devices from the patient there was no missing pieces observed. The commander delivery system was returned to edwards for evaluation. Upon visual inspection the following was observed: inflation balloon burst was radial and longitudinal, missing balloon material along the working length of the inflation balloon (as noted there was no missing pieces reported; it was likely that the missing pieces occurred during return handling process), and the balloon wings were flared out. The post procedural imaging was provided and revealed that a balloon burst. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional inspection was preformed on the balloon single wall thickness along the edges of the burst location and were found to be within specification. During the manufacturing process per procedures, inspections and tests are performed throughout the process. The flex shaft outer diameter is 100% inspected. During balloon inspection, the balloons are dimensionally and visually inspected for defects. During the balloon pleat, fold and forming process, the balloons are visually inspected. During final inspection, the entire device and inflation/crimp balloons are inspected for defects. The flex and balloon catheter are leak tested. During product verification (pv) testing is performed on lot samples, the delivery system is inspected for physical defects or damage. Testing is performed for balloon burst pressure. The lot met statistical requirements as requirement for lot released. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of lot and device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. The IFU for commander delivery system and procedural training manual were reviewed for instructions or guidance on proper use of the commander delivery system with the sapien 3 valve. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath and maintain guidewire position in the aorta. In addition, if the delivery system balloon ruptures or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath, maintain guidewire position, check for pv leaks under echo and if post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per report, ¿the commander delivery system was taken out from the esheath, but the balloon could not be withdrawn from the esheath. It was probably not properly deflated the balloon and slits the esheath¿. The delivery system withdraw difficulty through sheath was likely due to improper deflation of inflation balloon, and it led to altered profile of inflation balloon. The altered profile inflation balloon could be challenged to retrieve delivery system through the sheath with high resistance. Since the inflation balloon was not completely deflated, the residual fluid was retained within the inflation balloon. Additionally, as reported, patient¿s access vessel was mildly calcified. During the delivery system retrieval through sheath, the residual fluid could push through the distal of inflation balloon, and partially inflated the inflation balloon. Further excessive manipulation to overcome the withdrawal resistance and calcification interaction, it could lead to burst of the balloon. The excessive manipulation could be indicated by the sheath liner delamination. The complaint was confirmed. No manufacturing nonconformities were identified during the evaluation. Since no edwards defect or IFU/training inadequacies was identified in the evaluation, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case, available information suggests that procedural (inflation balloon improper deflated, withdraw altered profile inflation balloon/excessive manipulation) and patient (calcification) factors may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after deployment of a 29mm sapien 3 in the aortic position, during removal of the commander delivery system from the esheath, the balloon could not be withdrawn from the esheath. Eventually the entire delivery system was pulled out with the esheath as a unit. There was no patient injury. Per photo, the balloon was broken at the time it was pulled back into the sheath. As reported, there was not any retained volume in the balloon. The complete balloon was outside the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.